Event description:
The recipient described that his hearing with the left device suddenly sounded distorted, leading to a worsening of his speech perception after a head trauma while playing.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient reported a decrease in hearing benefit after a head trauma. In situ measurements showed increased values on all channels due to undetermined reasons. Reportedly in situ measurements and the hearing performance returned to normal. The device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient described that his hearing with the left device suddenly sounded distorted, leading to a worsening of his speech perception after a head trauma while playing. Further technical checks are considered.